Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer's daughter stated that the insulin pump had the number 11.0 flashing on the screen. Troubleshooting was attempted, but the buttons were not responding on the insulin pump, even after the battery was replaced. The customer's daughter stated, she would take the customer to the emergency room for treatment. The customer later called stating she was hospitalized and her blood glucose levels were too high for the glucose meter to read. The customer also had ketones upon admission. Nothing further was reported.